Event description:
It was reported that a peritoneal dialysis (pd) patient has expired due to a failure to thrive from a peritonitis diagnosis. Additional details were obtained through the peritoneal dialysis registered nurse (pdrn). The patient had been admitted to the hospital due to peritonitis (date not provided). During the hospitalization, the patient passed away on (B)(6) 2025. The cause of death was documented as cachexia and failure to thrive with a secondary cause of peritonitis. Prior to the hospitalization, the patient was to transfer to in-center hemodialysis (hd). The reason for the transition was not provided. No further details were obtained due to phone issues at the pd clinic. Additional attempts to contact the pdrn were unsuccessful.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization and subsequent death. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and patient death and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The patient¿s primary cause of death was documented as cachexia and failure to thrive. Ckd may lead to cachexia syndrome usually characterized by the loss of adipose tissue/muscle mass, weight loss, anorexia, diminished protein stores identified by low serum albumin, and an increased energy expenditure. Cachexia and inflammation may result in a poor prognosis through exaggerating inflammatory responses, predisposing individuals to heart failure, developing atherosclerosis, and evaluating susceptibility to infections and energy expenditure. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event with hospitalization and subsequent death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage: heater tray damaged (paint) there was no evidence of dried fluid present within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. An as received with reduced dwell simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and valve actuation test. The cycler was found to have insect infestation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient has expired due to a failure to thrive from a peritonitis diagnosis. Additional details were obtained through the peritoneal dialysis registered nurse (pdrn). The patient had been admitted to the hospital due to peritonitis (date not provided). During the hospitalization, the patient passed away on (B)(6) 2025. The cause of death was documented as cachexia and failure to thrive with a secondary cause of peritonitis. Prior to the hospitalization, the patient was to transfer to in-center hemodialysis (hd). The reason for the transition was not provided. No further details were obtained due to phone issues at the pd clinic. Additional attempts to contact the pdrn were unsuccessful.